Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code message 255.202.2 was not identified during the customer call. The customer was performing a battery conditioning task in "optimal mode", when an error occurred, perhaps due to the duration of the test. This suggests that the battery's charge capacity may have been impacted. The customer has replaced the battery and will monitor the unit for any further battery error messages. Customer will call back if any further concerns need to be addressed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code message 255.202.2. There was no patient involvement.